Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 02-dec-2025 investigation summary bd received 50 samples and one photo for investigation. Evaluation of the returned samples and attached photo shows evidence of damaged tubing causing leakage. Additionally, visual inspection was performed on 10 retained samples, and no damaged tubing was found. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: damaged (hole in tubing). Bd initiated further root cause investigation relating to the issue of damaged tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 3 of 4 it was reported that when using the bd vacutainer® push button blood collection set, blood leaked from the tubing of one (1) unit, requiring recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 4: it was reported that when using the bd vacutainer® push button blood collection set, blood leaked from the tubing of one (1) unit, requiring recollection. No adverse impact was reported regarding the patient or user.